Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 06-feb-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the drawers 5.1 and 5.2 and their cubies were not detected on the bus. A field service engineer (fse) verified that half height cubie drawers 5.1 and 5.2 were not detected on the pyxis bus and traced the issue to a failed pyxibus module controller with no led indication. During follow up, the fse replaced the pyxibus module controller board, however, the drawers still did not initialize. Further inspection identified a faulty 5.1 drawer controller board and was replaced. After rebooting and reconfiguring the drawers, normal functionality was restored, and all components tested successfully. The system functioned as intended after field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawers 5.1 and 5.2 were not detected on the bus. The customer attempted to reboot the station, but the issue persisted. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.